Event description:
It was reported that the patient had heard an audible alert from their device and that a device data transmission was performed in the emergency room. Review of the transmission indicated the alert was due to a high impedance reading on the defibrillation portion of the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtbx1qq device, implanted (B)(6) 2013; 5076-45 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was further reported that the defibrillation alert was reprogrammed to a higher level. It was noted that the patient is taking part in the (B)(6) study.